Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 44 mg/dl; cause unknown. The customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed on 1/12/2021. The continuous glucose monitor is not compatible with this pump. No low blood glucose (bg) below 54 mg/dl was entered into the pump by the user during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.